Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed. A review of the event history log identified the occurrence of an increased intra-peritoneal volume (iipv) event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. External/internal inspection was performed. A simulated customer therapy was performed. A review of the device history was conducted and no issues were found during the manufacture of the device that would cause or contribute to the iipv. Upon conclusion of the investigation, the cause of the reported issue was determined to be false empty detect and use error, inappropriate bypass of the low drain volume alarm during initial drain. The homechoice and homechoice pro apd systems patient at-home guide provides instructions on how to bypass ldv alarm in initial drain. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 15:17:10. During night drain cycle one, the patient's ultrafiltration reading was 1246ml, indicating the home patient drained 1246ml more than their maximum programmed fill volume of 1700ml. No additional information is available.